Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the dependent patient presented for device changeout due to normal battery depletion, noise was noted on the right ventricular (rv) lead. The noise was not reproducible. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information received notes that oversensing was noted on the right ventricular lead.